Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, pain, swelling, inflammation. 4 implants placed, 1 lost, 1 more will come out, 2 solid.